Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there was a clog. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: 1. There is 2 access point of qsyte tri extn is block and unable to insert IV set / syringes.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 tri-extension set returned with 3 q-syte samples and 3 standalone q-syte samples submitted for evaluation. The reported issues of component damage - no leak and connection issues were confirmed upon inspection of the samples. Analysis of the samples showed that 5 of the q-sytes samples did not have the proper slit openings. Bd determined that the cause of the failure was associated to the manufacturing process. During the manufacturing process the septums of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the septum resulting in the reported defects. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported while using bd q-syte¿ microbore tri-extension there was a clog. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: 1.there is 2 access point of qsyte tri extn is block and unable to insert IV set / syringes.